Event description:
On (B)(6) 2012, the pt¿s father reported that he believes moisture in the cartridge compartment of the infusion device damaged the display of the device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. Eval found that the display of the infusion device is broken due to a mechanical impact. The misinterpretation of insulin amounts is possible.